Manufacturer narrative:
Date sent: 07/10/2007 information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic surgery the staples did not close completely during a cystic artery and cystic ductus ligature. No pt consequences were reported.